Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was flashing yellow and alarming after swimming. The customer¿s blood glucose level was 21 mmol/l at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device seated immediately during displacement test due to moisture damage on motor and force sensor. Prime/fill anomaly confirmed. Pump received with back light anomaly due to moisture damage on the electronic assembly. Missing segments/partial display not confirmed. Pump error 75 alarmed during self test due to moisture damage on the electronic assembly.